Event description:
The user facility reported that a hose separated on their system 1e and water leaked into the room where the system 1e is located. No injuries, property damage, procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the 90 degree factory crimp connection at the uv assembly outlet had separated causing water to leak. The technician replaced the hose assembly, confirmed the unit was operational and returned it to service. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems ((B)(4)).